Manufacturer narrative:
Clarification to d6a implant date: partial implant date of 2011 was provided in ultrasound indications stating, "evaluation of breast implants after 13 years". Photo analysis: visual analysis of the photographs identified: ¿ calcification: not observed. ¿ capsular contracture: unable to observe since it is not related to the device. ¿ crease/folding of implant: not observed. ¿ lump/nodule: unable to observe since it is not related to the device. ¿ seroma-late: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. The events of "seroma-late" and "capsular contracture" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "peri-implant fluid"; capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported left side "multiple folds with the presence of liquid are observed in the contour with some fine moving echoes that cast a dirty shadow", "scarce peri-implant fluid", capsular contracture baker grade unknown, "benign calcifications", and "axillary ganglia". Device has been explanted and replaced.